Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument and instrument data, it was determined that the cause of the discordant results was due to a malfunction of the aspirate probes 1 and 2 pinch valves and the wash displacement dilutor. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Two discordant troponin (tni) results were obtained on the advia centaur instrument. The results were reported to the healthcare provider who questioned the results. The laboratory reran the samples and corrected reports were issued. The patients were admitted to the hospital. There are no known reports of adverse health consequences or patient intervention due to the discordant troponin results.